Event description:
A patient reported blood glucose results of 279 mg/dl and 154 mg/dl with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. Test strips were replaced.